Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that about a week ago they used a heating pad on both sides of their body for arthritis in both hips. Patient stated the next day they noticed they didn't feel the stimulation sensation in certain positions like leaning over or doing other things so they turned stimulation (stim) up. Pt stated after doing so, they still did not feel stimulation so they turned stim off and back on again. Pt stated after doing this, they felt stimulation again. Pt stated so they tried using the heating pad again last night and the same thing happened. Pt stated their symptoms were also a little looser and were going to the bathroom more frequently. Pt stated they have a follow up appointment with their managing doctor on june 30th. Pt services reviewed information regarding using a heating pad and recommended pt follow up with doctor to have system checked. Patient also stated when they were sitting in certain situations, they could feel stim a little bit which was fine. Pt stated there were a couple positions where they will feel it and it's not uncomfortable but it's a little disconcerting.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.